Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the light from the illuminator turned off suddenly and the system had repeated recoverable error 48238. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to check the light emitting diode (leds) and power cable connection on the illuminator. The customer stated that leds were off, and the power cord was plugged firmly. The tse asked the customer to use the external illuminator and power cycle the system without illuminator of the vision side cart (vsc), which resolved the issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system powered on without issue. The procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the customer reported complaint and replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. Isi has received the illuminator involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. In-house fa reviewed the system error logs and found several errors 48238 which meant illuminator communications error or failed. The illuminator was returned without a lamp module and one of the fuse was not working. The illuminator had broken circuit boards and could not connect to lamp module. The illuminator was unable to test on the system. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed illuminator communication errors 48238 related to the reported complaint. An event verification confirmed the radical prostatectomy with lymphadenectomy procedure was performed on the reported event (B)(6) 2022 via system rsh0181. This complaint is reportable malfunction event due to the following conclusion: the illuminator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party illuminator. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.